Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling the product. Result infusion set: the used returned samples (one used cannula and one used transfer set) were visually inspected and tested for flow and tightness. All test results of the transfer set were within specifications. An occlusion was found in the injection needle of the cannula. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. Adapter/battery cover: the adapter passed the optical inspection. The battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing erratic blood glucose levels lately. Patient stated the first incident occurred on (B)(6) 2013 with a blood glucose level of 380 mg/dl which is the highest value. Patient reported on monday, the daily total of insulin was raised to 60% above the regular amount of insulin in spite of her eating less. Patient stated the lowest blood glucose level she experienced was 36 mg/dl on (B)(6) 2013. Patient reported the doctor complained that the infusion device does not deliver insulin correctly; sometimes too high and sometimes too low. Patient reported she did not need any outside assistance. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and accessories for evaluation.